Event description:
It has been reported to company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 3.5mm to occlude the vessel. The occlusion balloon then deflated unexpectedly. The device was removed and replaced with another to complete the case.